Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle samples and four photos were returned from lot. No. 8338628, cat. No. 320559. A clog test was carried out on the returned samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was clogged on 2 occasions before use. The following information was provided by the initial reporter: 2 pen needles were clog.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32 g 4 mm pro 14 bag 700 case jpx was clogged on 2 occasions before use. The following information was provided by the initial reporter: 2 pen needles were clog.